Event description:
Per the clinic, the patient experienced soreness, swelling and an infection at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.